Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Title unknown/ not provided.

Event description:
It was reported that the doctor was not able to screw the healing collar to the implant. Doctor completed the procedure using another healing collar.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) a heal collar 3.5x5.5, 5mm (hc355) was returned for investigation, see attached images a097-a100 in the complaint. Visual evaluation of the as returned product identified minor wear around the threads, likely from use (attempt to seat) by the user. Functional testing was performed for the returned product with an in-house stock device and healing collar functioned as normal. No malfunction was identified. No pre-existing conditions were noted on the product experience report. The reported device tooth location and length of implantation of use is unknown. Pictures or x-ray images were not provided. Device history record (DHR) review was completed for the subject lot number (2017091496). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2017091496) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). A heal collar 3.5x5.5, 5mm (hc355) was not returned. Since product has not been returned, visual/functional inspection could not be performed.the investigation has been performed based on the available information.functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report. The reported device tooth location and length of implantation of use is unknown. Pictures or x-ray images were not provided. Device history record (DHR) review was completed for the subject lot number (2017091496). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2017091496) for similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.